Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine device check it was discovered that there were several episodes labeled as consecutive premature ventricular contractions, which appeared to be right ventricular lead noise. It appears that those events have been frequent on previous remote transmissions as well. The lead function appears otherwise normal. The patient was in stable condition and would continue to be monitored.